Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa and after 1 partial recapture it still did not meet release criteria. This device was fully recaptured and removed from the patient. At this time the physician noted that there were loose threads coming from the access sheath. This device was removed from the patient as well. A new was and new wds were used to successfully complete the procedure with the closure device implanted in the laa of the patient.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (flattened/delamination), and sheath kinks located 4cm, 34cm and 44 cm form the tip of the device. The device also had a cut that started at the tip and continued into the sheath. Inspection of the rest of the device found no other damage or defect to the device.

Event description:
It was reported that the access system was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa and after 1 partial recapture it still did not meet release criteria. This device was fully recaptured and removed from the patient. At this time the physician noted that there were loose threads coming from the access sheath. This device was removed from the patient as well. A new was and new wds were used to successfully complete the procedure with the closure device implanted in the laa of the patient.